Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 10/31/2023, the cgm was reading 320 mg/dl and the bg meter was 220 mg/dl. The patient was also using an insulin pump (brand information not available). The reporter stated that patient was hospitalized due to the inaccuracy. No patient symptoms were reported. There were no event details available about how the patient got to the hospital or what led up to the hospitalization. The only treatment reported was insulin. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.